Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. The cause of the high bg was unknown, and a specific bg value was not provided. Customer consumed fluids to address bg level. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.